Event description:
A customer reported experiencing a cartridge alarm, specifically cartridge alarm 20, while using their pump, which caused their blood glucose level to display as "high." The customer attempted to address the high blood glucose level by administering a correction bolus via the pump, and there was no requirement for third-party assistance. It was noted that there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on how to return the faulty device and handle the new one, which would come with updated software. The customer acknowledged these instructions, and the replacement pump was sent without a signature required for delivery.